Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The clinical diagnosis was a rash to the right lateral extension area.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 15-oct-2022, UDI#: (B)(4), implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had splotchy areas near their right lateral extension wound, the skin was pink and healthy but the patient indicated it itched. It was suspected to be herpes zoster infection secondary to the stress reaction of the surgery. It was noted this was possibly related to the implant procedure. The event resulted in in-patient hospitalization. Medications were administered and the issue was considered resolved without sequelae on (B)(6) 2019.